Event description:
It was reported that the customer experienced a high blood glucose reading of 400 mg/dl, which he treated with the insulin pump. The customer stated that there appeared to be an open circle on the display screen and he was unsure why it was visible there. Explained that this was due to the temp basal having been programmed; the customer understood. He complained of excessive thirst, excessive urination, dry mouth, fruity breath, and irritability. Upon troubleshooting, it was found that insulin did exit from the tubing during a manual prime and no leak was noted. Unable to complete troubleshoot due to lack of tubing clamps. Advised that the tubing clamp would be sent for completion of troubleshoot. Advised the customer to change the entire infusion set, reservoir, and insulin. Nothing further reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.